Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations. It was reported that in (B)(6) 2005 the patient was at the airport and they used the wand twice over his implant and when he got to his destination he had to have his implantable neurostimulator replaced. It was reported that many manufacturer representatives were present at the time of the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.